Event description:
Physician describes adverse event as "pt has tubing which has clearly separated on CT scan. Pt has all the typical symptoms of loss of restriction, but is also having severe abdominal pain. This is due to the end of the tubing rubbing the peritoneum in the upper left abdominal cavity. I was able to confirm this on x-ray. Pt needs surgical revision as a matter of urgency."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system."